Event description:
Customer called to report a leak from underneath the reagent door of the modular chemistry (mc) compartment of the synchron lx clinical systems, model lx20. Customer stated that the leak was first noticed during instrument maintenance when she lifted the mc side and found that the line was off the overflow cup underneath the mc probe and was leaking. The tubing continued to overflow out of the cup even after being connected. The customer technical specialist explained to customer that one of the clips came off during maintenance, and that the leaking stopped once the clip was reinstalled. A service request was not generated as the clip reinstallment resolved the leak issue. Customer stated that no patient samples were run as the leak was observed during maintenance and that no one was harmed or affected by the instrument issue.

Manufacturer narrative:
The root cause of the instrument leak appears to be a result of a user maintenance error. A quality assurance representative from beckman coulter, inc. Explained to customer that the leak occurred because the instrument's clips came off while customer was performing maintenance. Once the clips were reinstalled, there was no further leaking. (B)(4).